Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026: information was received from a patient regarding an implantable neurostimulator. The reason for call was during the call, patient said they were supposed to put a paddle lead in on march 24th. Patient said the stimulation was working, but since implant, the stimulation wasn't hitting everything like they wanted so they were going to put the paddle in instead. Patient mentioned they were going to have the paddle lead put in on the (B)(6), but patient had to get a knee replacement so has to wait longer until they can have another surgery. 2026-mar-12: additional information was received from the patient. The patient stated their unit was set at 5.9 and was making their legs very heavy. Removal/revision surgery was scheduled for (B)(6) 2026 to put in a paddle. The patient had to charge up 2 times a day.